Event description:
Reference MFR. Report#: 1627487-2019-04551 & 1627487-2019-04550.

Event description:
Device 1 of 3 . Reference MFR. Report#: 1627487-2019-04551 & 1627487-2019-04550. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system (exact explant date is unknown).